Manufacturer narrative:
There were 2 devices used in the surgery and we're submitting 2 mdrs for the same event list of products involved: drill 3055601 skeeter oto-tool serial #: (B)(4), lot# 217532345 unk. Prod. ID/ drill bur this is same event as regulatory report #: 1045254-2021-00101. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care provider that the bur wobbled. Upon follow up it was stated that the vibrating devices were used on the patient. There was no patient impact. There was no delay and the device was used to finish the procedure and had no additional or non-routine actions were taken.